Event description:
The pt received her scs system consisting of an ipg, a lead and an extension on (B)(6) 2007. It was reported on (B)(6) 2009 that the lead had partially pulled out of the extension. An xray was taken to confirm this. The extension was reconnected but the impedance reading was invalid. The physician removed the extension and connected the lead directly to the ipg on (B)(6) 2009. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The wire for channel 8 was broken in the extension header. The outer tubing is damaged about 8.5 cm from the terminal end. Continuity testing fails. Extension passes lead pull test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.